Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a 400 mg/dl result on the aviva system. The patient became unconscious and her husband called the paramedics. The patient was treated with a banana and apple juice by the paramedics. The blood glucose result taken by the paramedics was not provided. The patient recovered and she was not taken to the hospital. Return of the suspect device was requested for evaluation.